Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the spec, deformation, and voids. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed deformation however not is a workmanship because the device was explanted. And it was received without its original sealed packaging. No observed wrinkling or crease fold. The reason for reoperation was/is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the right side capsular contracture baker grade IV. Device has been explanted.